Event description:
After additional review, it was noted that prior to the (B)(6) 2012 refill, the patient had morphine and bupivacaine in the pump. However, it was reported at the refill that the patient had morphine (25mg/ml, 10.337mg/day) and baclofen (40mg/ml) added to the pump. It was also stated that the patient was programed to flex from the minimum rate. It was unclear what medication was actually in the pump, but putting baclofen in the pump instead of bupivacaine could have contributed to the patient being admitted into the intensive care unit (ICU).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# n181550001, serial#, implanted: 2009 (B)(6), explanted: product type catheter. (B)(4).

Event description:
It was reported for an approximate month that the patient was not getting the same relief that he was getting before and that it seemed like the pump was not 'working as good'. The patient's last refill was noted on (B)(6) 2012. The patient presented himself to the clinic for refill on the day of report and during that time, there was a problem with filling the reservoir. It was stated by the health care provider (hcp) that normally the patient was an easy-fill because he was thin and that the pump could be felt. It was indicated that the hcp's were able to aspirate 'spurty' and not 'easy flowing' (3ml's) of yellow-tinged fluid, however they were unable to inject the medication into the reservoir due to resistance. It was stated that the port was easily accessed and about 4.2ml of intrathecal morphine 25mg/ml and bupivacaine 40.0mg/ml was withdrawn and discarded. It was noted that the syringe used for both these medications was primed and attached to the needle in the port but the resistance did not allow them to inject medication. The process was repeated 10 minutes later and despite trouble-shooting procedures, the resistance was still too great to inject into the reservoir. The patients pump settings remain the same with a basal rate of 0.392mg/hr of 25.0mg/ml of morphine; and 0.627mg/hr of 40.0mg/ml of bupivacaine along with bolus doses of 0.200mg and 0.320mg given at 1:00am, 6:00am, 11:00am, 7:00pm, and 10:00pm. The patient continued with a total dose of 10.337mg/day of morphine and 16.540mg/day of bupivacaine; however the reservoir was currently empty as a result of the event. The patient had an x-ray of his abdomen on this same day and it showed that the device was consistent with the alleged pump. The patient was scheduled for a pump revision on (B)(6) 2012. The patient also was given oral morphine 15mg instant release for every 6 hours until refill could be completed. It was noted on (B)(6) 2012 that the patient had a pump program study, but as of (B)(6) 2012, the report had not been completed yet, but the hcp was told that 'everything was functioning'. It was reported that the patient was hospitalized due to the event, but there was no patient injury. It was later reported that patient seen a different hcp on (B)(6) 2012 and on his second attempt to fill, he was able to access the pump reservoir and withdraw air and a 'little medication'; and then he forced in some saline. Following that, he withdrew 1ml from the catheter access port and injected dye for the pump and catheter studies which confirmed that the pump was functioning properly. It was later planned that the patient would come back that following monday (B)(6) 2012 for a pump refill. The pump ran at minimum rate during the last 4 days up until this next refill. During the refill, the port was easily accessed and about 10ml of intrathecal saline was withdrawn and discarded. The intrathecal morphine and bupivacaine was primed and then injected into the reservoir without any resistance. The pump settings were re-programmed with the previous doses. In addition, a priming bolus with a volume of 0.168ml was programmed to clear the catheter of the saline. It was noted that the refill was successful without issues and that the patient tolerated the procedure well. It was later indicated on (B)(6) 2012 that there was still a pump problem because the patient was in the intensive care unit (ICU). No further information was reported. The drugs delivered in the pump were morphine and bupivacaine. Additional information had been requested, but was not available as of the date of this report.